Event description:
It was reported to manufacturer, by facility, that while using hoyer lift to transfer a resident out of her bed, the lift failed. Per facility, the bolt underneath the hyd chamber came out and the boom came down on and hit the resident. Resident fell back onto her bed. Lift hit her right hand, small redden area to knuckle and had swelling. Per facility, when the hoyer lift arrived, the maintenance man had left for the day. So c.n.a. Put the lift together and once the lift was together they used said lift. The next day, the maintenance man checked the lift over to be sure it was in correct working order and it was allowed to be used. Manufacturer sent replacement jack out and issued RMA #681538 for return and evaluation. Mfg date of october 2003. Manufacturer did for fix, this fix was issued and implemented december 2004.